Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a triclip procedure was performed on (B)(6) 2024 to treat functional tricuspid regurgitation (tr) with a grade of 3+. Two clips were implanted, reducing tr to grade <1. Two days later, imaging found that both clips had detached from the septal leaflet resulting in a double slda (single leaflet device attachment). Tissue damage was noted, and tr had worsened to grade 4-5. It was noted the patient had returned to being symptomatic with dyspnea.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and the reported slda per the physician is due to friable leaflets, and is therefore related to patient conditions. Unspecified tissue injury and tricuspid valve insufficiency/regurgitation resulting in dyspnea appear to be due to the slda of both the implanted clips. Tricuspid regurgitation, tissue damage/injury and dyspnea are known possible complications associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.